Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that near the end of surgical procedure, the ui500 endoflator unit, was unable to maintain high pressure, and the reading is higher than the display output on the unit. Fortunately, the procedure was near end, there was no significant delay in procedure and no adverse effect to the patient. No negative impact in state of health reported.

Manufacturer narrative:
The initial report for this event was already reported under another MDR number 9610617-2024-00533. Internal karl storz reference number: (B)(4).